Manufacturer narrative:
Evaluation results - a work order search was performed on the serial number and there were no similar complaints found within the work order.

Event description:
The reporter stated a single piece collamer lens model number cq4204bf got stuck in the cartridge and would not advance; no pt contact. Lens was discarded. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.